Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device delivered less than expected. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.